Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet.

Event description:
It was reported that the while the implantable pulse generator (ipg) was being explanted and replaced due to medical judgment/system upgrade, blood was noted in the header. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.